Manufacturer narrative:
Received a evacuator without of its original package. The reported event was confirmed with an unknown cause. During the visual evaluation, it was observed that the blue cap (cm50021) of the evacuator had a crack. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not use if package is damaged. Consult instructions for use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a crack on the junction of the suction evacuator and the y connector prior to use. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a crack on the junction of the suction evacuator and the y connector prior to use. Additional information has been requested.